Event description:
Additional information was received from the patient. The cause of not feeling stimulation and then feeling it big time was determined to be "normal after off for a few days" and the rep said it was because it was off for a while. When asked what steps were taken to resolve the issue, they reported that x-rays were done and the neurostimulator was fine. Therefore, the fall was reported to have not affected the implant per the x-rays and an impedance check. They stated they are back on medications. The issue is not resolved but no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said like three weeks ago she was sitting in a chair hammock and the rope broke and they fell to the ground. Patient said, it wasn't a big fall. Since then they are peeing a lot even when the stimulator is on. Patient has adjusted and moved around the program. Patient had it at 1.6 and didn't feel the stimulation. Patient turned it off for three days and turned it back on this morning and could feel it big time. Patient has an appointment with hcp on the 17th. Patient called the representative and they said they are no longer there. Reviewed when there is any kind of fall the lead could have moved or migrated where it is not touching the nerve or lead could fracture or got a short in it or pulled out of stimulator. Suggested having the hcp take imaging and do impedance test. Told the patient to consider increasing the stimulation as long as it is comfortable and monitor their symptoms for a couple days and see if their symptoms improve.